Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm was noted. The pump remaining in the status screen matches the test reservoir volume. The motor was tested outside of the device and passed. The pump had cracked case at display window corner, cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call of low blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 43 mg/dl. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to contact his health care provider regarding his low blood glucose readings and to call back if the issue persists.